Event description:
The doctor reports through a phone call that the screw was fractured. The doctor confirmed that the procedure was not completed with the placement of another screw in the same surgery.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Patient weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A certainâ® titanium hexed screw ( iuniht) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fractures at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device location is #16 and usage is unknown. Device history record (DHR) review was completed for the subject lot number (1253455). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1253455) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.